Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of the call was 501mg/dl. The customer stated that the diabetes ketoacidosis was due to a bad location of the infusion set. The mother called back and stated that her daughter had an unexplained high glucose level of 500mg/dl. The customer's blood glucose was treated with manual injections. Troubleshooting was performed. Reviewed the device's settings, basal, and bolus and appeared to be correct. Ran a fixed prime test and the infusion exited. Perform a high pressure test and the device did not alarm. Advised customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.